Manufacturer narrative:
The device was returned to olympus for inspection. The type of foreign material could not be identified. Based on the results of the investigation, it is likely the following led to the foreign material found and the lost of watertightness: a leak. However, a definitive root cause for the detached adhesive of the bending rubber could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material in the air/water cylinder, lost watertightness of the acoustic lens, a detached adhesive of the bending rubber, and lost watertightness of the acoustic lens mounting part. There was no patient involvement.